Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and the outflow graft were not returned for evaluation. Log file analysis revealed a decrease in power consumption and estimated flow starting on 25-sep-2019, followed by an increase in power consumption on 04-oct-2019. Forty-one (41) low flow alarms have been logged since 01-oct-2019. In addition, seventeen (17) high watt alarms have been logged since 08-oct-2019. As a result, the reported low flow event was confirmed. The suspected thrombus event, however, could not be confirmed, as the units were not returned and no visual evidence was provided by the site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed to external factors such as thrombus at the inflow cannula-outflow graft. The most likely root cause of the observed high power event can be attributed to external factors such as thrombus formation-ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: serial or lot#: (B)(4). Device available for evaluation: yes. FDA method code(s): 4112, 4114. FDA results code(s): 213. FDA conclusion code(s):4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 28-feb-2022 / lot #: 16159754-9888 UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to experiencing heart failure and liver disease, the ventricular assist device exhibiting low flows and watts, and the outflow graft exhibiting thrombosis. The outflow graft thrombosis was confirmed by a computerized tomography scan. The patient was placed under extracorporeal life support and received a heart transplant five days after admission. No further patient complications have been reported as a result of this event.